Event description:
It was reported that the patient came in for routine follow up visit and the surgeon noticed that a screw back out on x-ray.

Manufacturer narrative:
Method: device history review; results: the reported device was confirmed by the stryker rep to be an aviator assy two level plate. Manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. A follow up x-ray found the screw backing out and there is no revision surgery planned at this time. Conclusion: the root cause was not determined. The single barrel drill guide was used to prepare the holes, the retaining screwdriver to insert the screws and the quick turn screwdriver to turn the blockers during the procedure. The potential cause is multifactorial in nature.

Event description:
It was reported that the patient came in for routine follow up visit and the surgeon noticed that a screw back out on x-ray.